Event description:
A blood leak occurred at 30 mins before end of hemodialysis treatment. The leak was observed with leak detector. The blood loss volume was unk. Co was given a report that before the leakage, the tmp level had risen due to the clotting. The pt was well and no medical treatments were given.